Manufacturer narrative:
Analysis received the unit with blank display due to corroded battery tube and battery cap contact. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 360 mg/dl at the time of incident. The customer states the battery cap is corroded. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.